Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
History: back pain, joint pain/arthritis, severe osteoporosis, gastroparesis.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen 1700 mcg/ml (dose 581.2 mcg/day) and morphine 45 mg/ml (dose 15.385 mg/day) in flex mode via an implanted pump. The baclofen lot number was unknown. On (B)(6) 2014 there was no change in the daily dose. Indications for use were listed as non-malignant pain. Other medications the patient was taking at the time of the event and medical history was not reported. The clinical diagnosis was increased back pain, nausea, and headache three days following pump refill. The programming date from the most recent refill prior to the event was (B)(6) 2015. Interventions included administering hydrocodone and baclofen on (B)(6) 2015 and medical or non-surgical therapy including trigger point injection in upper back was completed on (B)(6) 2015. New intrathecal medication was ordered and repeated pump refill with new medication on (B)(6) 2015. The event had resulted in an unscheduled clinic or office visit. The patient reported increased back pain on (B)(6) 2015 and constant back ache and muscle spasm. Oral pain medication was not helping on (B)(6) 2015 and on (B)(6) 2015 the pain changed from sharp to dull, aching pain. The patient also reported nausea and headache. The event was possibly related to the device or therapy and not related to the implant procedure. The event was also possibly related to the intrathecal medication baclofen and morphine. There was a possible issue with concentration of intrathecal medication compounded at the pharmacy. It was further reported, the pump was refilled on (B)(6) 2015, which was uneventful. On (B)(6) 2015, patient reported back hurting really bad the past two days. On (B)(6) 2015, patient was prescribed hydrocodone, but still no relief. On (B)(6) 2015, patient was evaluated and reported severe spasm type symptoms in midthoracic area on the right side and a headache. No fever or chills or rigidity symptoms. (B)(6) 2015 the physician stated concern of something awry with the refill medication concentration wise. No signs of infection. Trigger point injection completed and pump telemetried-normal. On (B)(6) 2015 the pain changed from a sharp pain to a dull, aching pain that is making her sick to her stomach. Also reported headache. New intrathecal medication ordered and pump refill done with new medication. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.